Event description:
In 2006 the lay user/patient contacted lifescan alleging that his one touch ultra meter would not power on. The technical service rep was unable to reach the pt to obtain/verify information. The pt reported that he had been unable to test due to the battery symbol appearing on the meter display. It is unk how long the pt had been unable to obtain a blood glucose resuls. On an unk date and time, the pt claimed he collapsed while in the bathroom and had to be taken to the hospital. He was administered 2 glycoside tablets and released two hours later. No further information was provided. The tsr verified that the pt was using the correct type of test strips. The tsr walked the pt through pressing the power button and inserting a test strips all the way into the test strip port. The meter powered on; however, the battery symbol was appearing on the meter display. The tsr advised the pt that the battery needed to be replaced. Although the battery had not been replaced, the tsr replaced the mter. This complaint is being reported since the pt had been unable to obtain a blood glucose result, collapsed at home, and received medical treatment at the hospital.